Event description:
It was reported that the pt was experiencing increased spasticity. The hcp expected to aspirate 2.0 ml of baclofen from the reservoir; 6.0 ml of drug was aspirated from the reservoir. The pump was explanted and replaced; the pt is reported to be doing well with new pump.

Manufacturer narrative:
.